Event description:
It was reported that during an unspecified pci procedure, the tip of the pt2 guidewire broke off inside the diagonal branch of the left anterior descending coronary artery. The detached tip was successfully removed with a snare the next day. The procedure was successfully completed. No pt injuries or complications were reported.

Event description:
It was further reported that the type of procedure performed was a ptca / stenting treatment procedure involving a lesion located at the bifurcation of the left anterior descending (lad) and diagonal branch (diag) coronary arteries. It is noted that the pt2 guidewire had been manipultaed through a metal entry needle. The pt returned to the cath lab the next day to snare the fractured portion of the guidewire. The fractured tip was maneuvered back from the distal lad and inserted through the lad stent cell into the diag and secured in place with a stent. The pt's condition at the time of the event remained stable, but a large contrast load was required to perform the additional intervention. The procedure was considered successful.